Manufacturer narrative:
Patient information not provided/unknown. (B)(4). Device lot number not provided/unknown. Additional 510k number: k072642.

Event description:
It was reported that the abutment screw (ilrght) fractured. The fractured piece was removed from the implant and discarded.

Manufacturer narrative:
During the evaluation of the device performed on may 16, 2018, it was determined that the abutment screw was not fractured as reported by the customer. The event reported in MFR 0001038806-2018-00306 submitted on mar 23, 2018, no longer meets reportability requirements. No additional medwatch reports will be submitted.